Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported the reported battery issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) will not turn on. The patient's blood glucose level rose to >250 mg/dl. It was also reported that the patient got medical attention due to dka (diabetic ketoacidosis). Other illnesses that the patient experienced was appendicitis. The pod was being worn when the issue occurred. The patient was treated with several medications but did not want to provide the information.